Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated cardiac compass data was missing/invalid. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 4296-88 lead, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission by the cardiac resynchronization therapy pacemaker (crt-p) showed cardiac compass data had "vertical lines" and "invalid data" was displayed in the observations section. A second transmission was sent by the device with no issues with the data. The device remains in use. No patient complications have been reported as a result of this event.